Event description:
Pt was to receive fluorouracil 3000mg/m2 dose (5850mg) as a continuous infusion over 96 hours via "270ml 5.5 day 2ml/hr smart ez elastomeric infusor." The pharmacy tech compounded the chemotherapy order using the wrong pump, instead selecting the "270ml 2 day 5ml/hr smartez elastomeric infusor." The verifying pharmacist did not catch the error. The nurse was administered the chemotherapy stated she noticed the product did not match that stated on the label, and she had a second nurse double check. Ultimately, they decided to proceed with administering the chemotherapy. The pt returned to clinic 2 days later for hydration and the pt / nurse noticed the pump was finished infusing. The pt received his chemotherapy too fast / the infusion finished infusing in approx 38.4 hours instead of 96 hours. (B)(6).